Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The causes of death reported were acute heart failure due to atrial fibrillation and aortic valve disease.